Event description:
Unicel closed tube aliquotter (utca) probes leaked upon installation by field service in the unicel dxc 660i synchron access instrument while performing preventive maintenance (pm). Both probes installed from pm kit started leaking from where the level sense wire connects to the probes. The leakage (pm) from the probe would be diluted wash solution. No results were affected, no exposure occurred. Patient results not applicable.

Manufacturer narrative:
No further information is available for this event.